Event description:
It was reported by a hospital on a procedure form that this pacemaker was explanted and replaced due to suspected premature battery depletion. No additional adverse patient effects were reported. The location of the explanted device was not reported, but it was not received for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.